Event description:
Customer reported a loud popping noise followed by washed out images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. No further information available. (B) (4).